Event description:
It was reported that the pt had an inflammatory mass. He experienced leg weakness and increased baseline pain. The pump contained dilaudid 20 mg/ml delivered at 12 mg/day along with clonidine 800 mcg/ml, bupivicaine 40 mg/ml, and fentanyl 400 mcg/ml. Further info is being requested from the hcp.